Manufacturer narrative:
(B)(4). Field advisory: 1627487-121992011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reports that she experienced severe pain in her right buttock where her ipg is located, after recharging her ipg. The patient reports her ipg placement is fairly shallow so she did not have to exert pressure on the ipg while recharging nor did she notice any malfunction during recharging. Surgical intervention may be pending to address this issue.